Event description:
During an hysterctomy procedure, the instrument did not fire correctly, the surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.